Event description:
Material from the top of the disposable portion of the electrocautery pad remained in the connector after the pad was discarded. This material interfered with the electrical connection. No harm to the patient.